Event description:
Event description guidant received information from the patient's daughter that her monther died recently. She was concerned that her mother's death may have been related to the advisory issued on this device.